Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale an impella cp was placed via the femoral artery access to support 47 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting is scai stage e shock. The patient was on inotropes and vasopressors, and on a vent for respiratory needs. Any other underlying medical history or comorbidities were not shared. On the day of implant there was a diagnosis made of hemolysis by the urine color change and lab drawn of plasma free hemoglobin (pfhg), which was elevated at 1280mg/dl. After troubleshooting by lowering of the p level, the pfhg dropped to 940mg/dl. The team then reviewed pump position and repositioned the pump. The pump repositioning took the pfhg down to 200mg/dl. The team added va ECMO for respiratory failure due to aspiration. The pump remained on until the decision was made to withdraw care, and the patient expired. The pump had supported for 3 days. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.